Manufacturer narrative:
Analysis was performed on the returned device. The reported link separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with proglide devices via 6f sheath holes prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break occurred with the device in the right common femoral artery during plunger removal. The sutures of two proglide devices were successfully pre-placed in the right common femoral artery, and the suture of one proglide device was successfully pre-placed in the left common femoral artery. The sheath was upsized to an 18f sheath in the right common femoral artery and a 12f sheath in the left common femoral artery, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at each access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.